Manufacturer narrative:
Date sent: 5/8/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure that the hand switch did not activate. Another device was used to complete the case. There were no adverse consequences to the patient.